Event description:
Per clinical trial cp-(B)(4): on (B)(6) 2018, patient underwent bilateral mastopexy; inferior pedicle using a full vertical and horizontal t incision. 2 pieces of galashape (galaflex 3d) were used. There were no concomitant procedures. On (B)(6) 2018, delayed wound healing of left breast was reported. A debridement and application of duoderm was performed. Resolved (B)(6) 2018 without sequelae. Review by medical affairs identifies that the reported delayed wound healing is likely related to the device and serious.

Manufacturer narrative:
Based on the information provided, no conclusions can be made. As reported, patient experienced the post-op complication of delayed wound healing and underwent debridement. Medical affairs has assessed the patient¿s postoperative course as being serious and related to the study device. Review of the device history records confirmed the device was manufactured to specification. Note: this MDR report is related to a retrospective study conducted to proactively gather real-world evidence on the use and safety of the p4hb product family, including galaflex scaffold, galaflex 3d, and galaflex 3dr. All safety events from the study are adjudicated by the bd medical monitor for an independent assessment of severity and relatedness. In an abundance of caution, events for which relatedness cannot be ruled out are processed for MDR reporting.